Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, possible vascular occlusion, was deemed to meet serious injury criteria of necessitating medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record could not be reviewed as the lot number was not reported.

Event description:
This spontaneous report was received from a nurse at a medical spa and concerns a female patient who was injected with an unspecified amount of radiesse to the nasolabial folds on (B)(6) 2019. Medical history and concomitant medications not reported. On (B)(6) 2019, the patient reported severe pain and bruising, possible vascular occlusion. Causality, lot, treatment and outcome not reported.